Event description:
It was reported that the device seal has been compromised. A 1.50mm rotapro was selected for use. During unpacking, it was noted that the packaging was defective, and the seal has peeled off. No patient complications were reported.